Event description:
It was reported per field service report: symptom - blood back up. Biomed knows of no patient injury or death. Findings/action taken: found blood in drain tubing and pcs (pneumatic control system). Replaced pump assembly - serial number for new pcs is # (B)(4). Replaced augmentation valve and chamber - interface block water bottle and tubing. Performed functional test. Ran 3 helium loss test - pass all tests. The pump is back in service.

Manufacturer narrative:
(B)(4). Additional information received by the complaint management specialist on (B)(4) 2012 stated that she was able to talk with the educator for the unit at the facility concerning this incident. She told me that the staff thinks the intra-aortic balloon (iab) rupture occurred during insertion. The patient was a post-op patient that they were trying to get ready to go back to the operating room. The surgeon was the one that placed the iab. The staff was aware of the rupture and they had contacted the cardiologist; they were trying to get the patient to the cath lab to replace the iab. The surgeon was not convinced that it was a balloon ruptured and told the staff to keep pumping. The staff did know that they should stop pumping and clamp the iab. But the surgeon pushed them. When the perfusionist and cath lab staff showed up to take the patient, they confirmed that there was a rupture. All of this did not take long, but it does not take too long for blood to get back into the pump if they tried to keep pumping. I just spoke with the sales representative about this and he told me that the field service representative (fsr) was contacted about this pump that had blood back in from a biomed person. The fsr was contacted because they needed assistance with repairs to the pump. It is possible for blood to get back into the pump with the iab rupture if the patient's blood pressure is high and the staff does not clamp the iab tubing when the pump alarms and shuts off. Per the fsr, all pump parts were discarded in a bio hazard bag and left at this facility. Device will not be returned for evaluation.